Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reports capsular contracture baker grade IV with hardening of the breast.

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: brown and yellow particle material on the shell and red and white tissue.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side folds, cysts, and "small amount of peri-implant liquid and diffuse enhancement of bilateral fibrous capsule that may be associated to inflammatory process." Additionally, the healthcare professional reports capsular contracture with hardening of the breast. The device remains implanted.